Manufacturer narrative:
(B)(4) the device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the peek bar broke and the sutures came out, the pieces were retrieved from the patient.

Manufacturer narrative:
Alleged failure: snapped. Probable root cause: design: inadequate raw material selection. Poor assembly design. Inadequate packaging design. Anchor material too delicate. Manufacturing: incorrect raw materials used during processing. Device incorrectly assembled. Anchor/suture damaged in-process. Inserter manufactured out of specification (such as not removing burrs). Protective packaging components missing. Application: rough handling during transportation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported the peek bar broke and the sutures came out, the pieces were retrieved from the patient.